Manufacturer narrative:
Date sent: 11/14/2008. Information anticipated, but not available at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the first five clips fired successfully. Then the subsequent clips were coming out crossed over or just falling straight out of jaws. The surgeon kept firing until one that was usable came out to finish the case. All loose clips that had dropped out of the jaws were retrieved from the pt's abdomen. Another device was used to complete the procedure. There were no adverse consequences for the pt.